Event description:
Upon following up with a home pt's daughter regarding a system error 2240 alarm the pt experienced during treatment using homechoice device. It was noted the patient has peritonitis. According to the healthcare professional, the peritonitis is attributed to pt touch contamination. The healthcare professional will f/u with the pt on proper technique. The pt was treated with 2 grams vancomycin and 80 mg gentamycin intra peritoneally and is responding to treatment according to the healthcare professional.